Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an intermittent loss of blood pressure wave. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: h6 (component codes). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the transducer cable to resolve the issue. The unit passed all functional and safety checks to meet factory specifications and cleared for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse evaluated the unit and confirmed the reported issue. The fse replaced the transducer cable to resolve the issue. The unit passed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
(B)(6). Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp. Full calibration, functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a touch screen issue. No patient harm, serious injury or adverse event was reported.